Manufacturer narrative:
Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. No other damage was observed from catheter body. Unit is sent to accellent for further evaluation. (B) (4).

Manufacturer narrative:
Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. No other damage was observed from catheter body. Unit is sent to accellent for further evaluation. (B) (4). The 2/11/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually there is no other damage to the device. The device could not be functionally tested because it is clogged with dried blood and fluids. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Product examination shows that the balloon had burst.

Event description:
It was reported that, "when the nurse was opening the inner box of the simplex p, the powder had already leaked from the inner pouch. Therefore, the surgeon used a spare simplex instead of it."